Event description:
It was reported that the pt received a kinemax primary in 2000. The surgeon reported that the pt had radiolucent lines under the tibia, pain and loose insert. In 2005 the pt underwent revision surgery. According to the surgeon the removed kinemax tibial insert showed wear.